Manufacturer narrative:
Access site adverse event/major bleed: the cause of the injury was not determined due to insufficient clinical details.

Event description:
A 58-year-old male with a complex course after a complicated anterior wall myocardial infarction with cardiogenic shock. For the percutaneous intervention, an impella cp was implanted first; due to persistent cardiogenic shock, escalation to veno-arterial extracorporeal membrane oxygenation (va-ECMO) was required, followed later by escalation from the cp to an impella 5.5. Removal of the cp peel-away sheath was difficult and bleeding; hemostasis was initially achieved by inserting a repositioning sheath, but surgical intervention with vascular reconstruction became necessary after its removal. During support with the impella 5.5, the patient developed a c. Difficile infection in the setting of pre-existing colitis and antibiotic therapy (given for a prior pneumonia), requiring colectomy. Subsequently, acute kidney injury required dialysis, and anemia required transfusions. We are reporting the events conservatively, as we cannot fully exclude an influence of our device, although we consider it unlikely.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.